Manufacturer narrative:
According to the complainant the device will not be returned for investigation. It was reported that the cannula had dislodged from the infusion site. This condition could interrupt insulin delivery and contribute to hyperglycemia. No lot release records were reviewed, as the product lot number was not provided.

Event description:
It was reported insulin on skin and the patient's blood glucose level (bg) rose to 400 mg/dl. The pod reportedly was coming loose from the infusion site (abdomen), causing the cannula to dislodge. No treatment was provided.